Event description:
It was reported the physician perforated the vaginal wall while trying to pass the distal needle for the elevate. The physician retracted the needle and sutured the vaginal wall, completing the procedure with this device. No further complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.